Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit was blowing fuses. It was further reported that no error messages occurred.